Event description:
It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was implanted in the patient. Once the valve was implanted there was an eccentric jet due to prolapse of one of the leaflets of the valve, it was found leaking under transesophageal echocardiogram (toe) observation. The physician reopen the patient, stop the heart and explant the valve which confirmed there was a prolapse of one of the leaflets. This resulted in an unnecessary second run of bypass and a second time cardiac arrest.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information